Manufacturer narrative:
Date of initial report : 2017-04-12. One ls1500 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported device difficult or impossible to open. The reported condition was not confirmed. The investigation found the jaws opened and closed properly when the latch was retracted and released. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Event description:
The customer reported the device jaws originally opened and closed normally. Once placed inside the patient, the device jaws would not open. No tissue damage. No bleeding. No patient injury reported. Another device was opened to continue the procedure.